Event description:
A surgeon reported three pts experiencing refractive surprises following intraocular lens (iol) implant surgeries. In a follow-up, the surgeon's assistant reported that a piggyback procedure was performed. He reported that, one day following the piggyback procedure, the pt's vision at intermediate and near was "very good" and distance vision was about 20/40 which is expected to improve once the pupil dilated a little. Additional info has been requested. There are three medical device reports associated with these events. This report is for the second pt.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested on 05/27/2011 and 06/08/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).